Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, umbilical hernia and appendectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flu, menopausal, hemostasis, nausea, vomiting, abdominal pain, diarrhea, urinary incontinence, nocturia, back pain, kidney pain, urinary frequency, herpes genital, penicillin allergy, hives, dysmenorrhea, menorrhagia, vulvodynia, adenomyosis and leiomyoma nos. Concomitant products included clindamycin, gabapentin, hydralazine, hydromorphone, hyoscine (scopolamine), ketorolac, labetalol, lidocaine, morphine, ondansetron, oxycodone, pethidine (meperidine), promethazine, ropivacaine and zolpidem. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues"), headache ("headaches"), abdominal distension ("bloating"), insomnia ("insomnia / lack of sleep"), asthenia ("physical weakness due to lack of sleep") and back disorder ("back issue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laporscopic hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, urinary tract disorder, dyspareunia, gastrointestinal disorder, headache, abdominal distension, insomnia, asthenia, uterine leiomyoma and back disorder outcome was unknown. The reporter considered abdominal distension, asthenia, back disorder, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, insomnia, neuromyopathy, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: result not provided. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, umbilical hernia and appendectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flu, menopausal, hemostasis, nausea, vomiting, abdominal pain, diarrhea, urinary incontinence, nocturia, back pain, kidney pain, urinary frequency, herpes genital, penicillin allergy, hives, dysmenorrhea, menorrhagia, vulvodynia, adenomyosis and leiomyoma. Concomitant products included clindamycin, gabapentin, hydralazine, hydromorphone, hyoscine (scopolamine), ketorolac, labetalol, lidocaine, morphine, ondansetron, oxycodone, pethidine (meperidine), promethazine, ropivacaine and zolpidem. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues"), headache ("headaches"), abdominal distension ("bloating"), insomnia ("insomnia / lack of sleep"), asthenia ("physical weakness due to lack of sleep") and back disorder ("back issue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, urinary tract disorder, dyspareunia, gastrointestinal disorder, headache, abdominal distension, insomnia, asthenia, uterine leiomyoma and back disorder outcome was unknown. The reporter considered abdominal distension, asthenia, back disorder, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, insomnia, neuromyopathy, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: result not provided. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, bloating. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.